Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('I just passed a blood clot and started bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent tooth extraction ("I have had 2 teeth pulled a lot of filling") and experienced toothache ("my teeth are still hurting"), gingival pain ("my gums are still hurting"), oral pain ("pain all in my mouth") and hyperaesthesia teeth ("teeth is so sensitive"). The patient was treated with surgery (to remove essure device) and filling. Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, tooth extraction, toothache, gingival pain, oral pain and hyperaesthesia teeth outcome was unknown. The reporter considered genital haemorrhage, gingival pain, hyperaesthesia teeth, oral pain, tooth extraction and toothache to be related to essure. The reporter commented: she had hysterectomy on february 14 and on march 14 she felt something come threw and went to bathroom was bleeding like a light color with a blood clot. Concerning the injuries reported in this case, the following ones were reported via social media: I just passed a blood clot and started bleeding, tooth extraction, toothache, gum pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: mouth pain, sensitive teeth were added. Reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('what im afraid of they left fragments did they only take your tubes/the coilson my left side was broken/ left fragments in uterus') and device expulsion ('left coils in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage ("I just passed a blood clot and started bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), toothache ("my teeth are still hurting"), gingival pain ("my gums are still hurting"), oral pain ("pain all in my mouth"), hyperaesthesia teeth ("teeth is so sensitive"), pain in extremity ("legs hurts"), hot flush ("face feels red hot") and complication of device removal ("left the coil in uterus") and underwent tooth extraction ("I have had 2 teeth pulled a lot of filling"). The patient was treated with surgery (to remove essure device/hysterectomy) and filling. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, tooth extraction, toothache, gingival pain, oral pain, hyperaesthesia teeth, pain in extremity, hot flush and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion, genital haemorrhage, gingival pain, hot flush, hyperaesthesia teeth, oral pain, pain in extremity, tooth extraction and toothache to be related to essure. The reporter commented: she had hysterectomy on (B)(6) and on (B)(6) she felt something come threw and went to bathroom was bleeding like a light color with a blood clot. I had my tubes removed. The coil on my left side was broken. Concerning the injuries reported in this case, the following ones were reported via social media: I just passed a blood clot and started bleeding, tooth extraction, toothache, gum pain, device breakage and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case, event "left the coil in uterus", all information from case (B)(4) (MFR control no. 2951250-2020-02974) were transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('what im afraid of they left fragments did they only take your tubes/the coils on my left side was broken/ left fragments in uterus') and device expulsion ('left coils in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage ("I just passed a blood clot and started bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), toothache ("my teeth are still hurting"), gingival pain ("my gums are still hurting"), oral pain ("pain all in my mouth"), hyperaesthesia teeth ("teeth is so sensitive"), pain in extremity ("legs hurts") and hot flush ("face feels red hot") and underwent tooth extraction ("I have had 2 teeth pulled a lot of filling"). The patient was treated with surgery (to remove essure device/hysterectomy) and filling. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, tooth extraction, toothache, gingival pain, oral pain, hyperaesthesia teeth, pain in extremity and hot flush outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, gingival pain, hot flush, hyperaesthesia teeth, oral pain, pain in extremity, tooth extraction and toothache to be related to essure. The reporter commented: she had hysterectomy on february 14 and on march 14 she felt something come threw and went to bathroom was bleeding like a light color with a blood clot. I had my tubes removed. The coil on my left side was broken. Concerning the injuries reported in this case, the following ones were reported via social media: I just passed a blood clot and started bleeding, tooth extraction, toothache, gum pain, device breakage and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: content from social media received. Events- legs hurt and face feels red hot were added. On 3-feb-2020: fu5 and fu6 were processed together. Quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('what I'm afraid of, they left fragments. Did they only take your tubes/the coilson my left side was broken'). And device expulsion ('left coils in my uterus') in a female patient. Who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage ("I just passed a blood clot and started bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), toothache ("my teeth are still hurting"), gingival pain ("my gums are still hurting"), oral pain ("pain all in my mouth"), and hyperaesthesia teeth ("teeth is so sensitive"). And underwent tooth extraction ("I have had 2 teeth pulled, a lot of filling"). The patient was treated with surgery (to remove essure device) and filling. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, tooth extraction, toothache, gingival pain, oral pain and hyperaesthesia teeth outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, gingival pain, hyperaesthesia teeth, oral pain, tooth extraction and toothache to be related to essure. The reporter commented: she had hysterectomy on (B)(6) . And on (B)(6) she felt something come threw, and went to bathroom was bleeding like a light color with a blood clot. I had my tubes removed. The coil on my left side was broken. Concerning the injuries reported in this case, the following ones were reported via social media: I just passed a blood clot and started bleeding, tooth extraction, toothache, gum pain, device breakage and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all source documents and references from deletion case (B)(4) were transferred to this case. Following new reporter information was added. New event added device breakage, device expulsion. And references legacy device report num- ((B)(4)) med watch 3500a MFR number. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I just passed a blood clot and started bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent tooth extraction ("I have had 2 teeth pulled a lot of filling") and experienced toothache ("my teeth are still hurting") and gingival pain ("my gums are still hurting"). The patient was treated with surgery (to remove essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, tooth extraction, toothache and gingival pain outcome was unknown. The reporter considered genital haemorrhage, gingival pain, tooth extraction and toothache to be related to essure. The reporter commented: she had hysterectomy on (B)(6) she felt something come threw and went to bathroom was bleeding like a light color with a blood clot. Concerning the injuries reported in this case, the following ones were reported via social media: I just passed a blood clot and started bleeding, tooth extraction, toothache, gum pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: social media received: event: tooth extraction, toothache, gum pain were added. Reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.